Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is scheduled to be replaced. Patient was stable.

Event description:
New information received on (B)(6)2018 states that the device was explanted and a new device was implanted. Patient was stable.

Event description:
New information received on october 5th, 2018 states that device had rapid premature battery depletion.